Event description:
Procedure: sigmoid colon resection/exploratory laparotomy. Reportedly, the pt had a colon resection in 2003. On post-op day 5 an x-ray showed a leak in the abdomen. The pt was returned to surgery one month later for an exploratory lap, colostomy and resection of the bowel that had the staple line in it. During the second surgery it was reported that the anastomosis was leaking due to staple line failure. Post-op the pt is on a ventilator in critical condition from sepsis and has a wound vac dressing in place.